Manufacturer narrative:
In response to FDA report number: mw5088782. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported via regulatory agency their implants are "not the sizes they were and one side can't be felt at all they have ruptured". Patient also reported they have "been sick last 3 yrs and couldn't get a diagnosis. They always blamed it on thyroid even though patient had been taking medicine, but the last year has gotten worse. Patient had blood transfusions and iron fusion which patient had allergic reaction twice to and the drs couldn't even figure out where was the patient's blood going, they are making patient sick, it explains everything patient went through; these events are not device related". Device remains implanted. This record is for the left side.